Manufacturer narrative:
(B)(4). As catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014 at (B)(6)". Additional information received 09apr2016: access was obtained through the right femoral vein after the left was unsuccessful. Using an 18-gauge thin-walled needle and a wire was advanced under fluoroscopic guidance into the inferior vena cava. A 7-french sheath and dilator were passed then a j-wire into the suprahepatic vena cava where the cook celect duturator/sheath were advanced. The ivc filter was removed on (B)(6) 2014 at (B)(6) due to migration. An operative report states that ivc venogram was used to evaluate for residual clot and location of the filter in relation to the ivc wall and proper placement of the catheter. The flushed dilator was exchanged for the filter coned retrieval system and the filter was retrieved successfully without difficulty. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided. Unknown as information was not provided. Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# unknown as information was not provided. Expiration date unknown as lot # is unknown. Catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014 at the (B)(6) medical center, (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter. As catalog number is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged migration are unknown. Filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Th 15 mm < ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. Lot number and rpn are unknown, but the celect filter manufactured/inspected according to specifications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014 at (B)(6)." Additional information received 09apr2016: access was obtained through the right femoral vein after the left was unsuccessful. Using an 18-gauge thin-walled needle and a wire was advanced under fluoroscopic guidance into the inferior vena cava. A 7-french sheath and dilator were passed then a j-wire into the suprahepatic vena cava where the cook celect duturator/sheath were advanced. The ivc filter was removed on (B)(6) 2014 at (B)(6) due to migration. An operative report states that ivc venogram was used to evaluate for residual clot and location of the filter in relation to the ivc wall and proper placement of the catheter. The flushed dilator was exchanged for the filter coned retrieval system and the filter was retrieved successfully without difficulty. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/22/2015 as follows: the plaintiff allegedly received the filter implant via right common femoral vein on (B)(6) 2014 as pe prophylaxis prior to pancreas surgery. The device was successfully removed on (B)(6) 2014. The plaintiff alleges migration and pain.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration; pain'. Cook will reopen its investigation if further information is received. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.